Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lines were vertical and fills up the whole screen and customer could not see the numbers or words. The customer¿s blood glucose level was 108 mg/dl at the time of incident. The insulin pump will be returned for analysis.